Event description:
The surgeon inserted an aa4203tl silicone plate tonic lens and the lens tore upon insertion. The lens was removed without enlarging the incision and no sutures were required. There was no pt injury.